Event description:
The information provided by local distributor indicates: - product code: 99-t93790 (chimaera hfs lag screw sliding l90mm sterile) - batch number: b1246772 - quantity: 1 - hospital name: (B)(6). - surgeon's name: dr (B)(6). - date of initial surgery: (B)(6)2019. - body part to which device was applied: left femur - surgery description: fracture treatment - patient's information:- (B)(6). Problem observed during: other, see event description - type of problem: device functional problem - event description: patient was implanted with a chimaera nail by (B)(6)2019. She came back to hospital by (B)(6)2020 with important pains at right hip. It revealed that sliding cervical screw got broken as displayed on attached xrays. Screw was replaced on same nail. The complaint report form also indicated: - the device failure had adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was required (performed on february 9, 2020) - copies of the operative reports are available - copies of the x-ray images are available - product is available for return - no information was provided about patient current health conditions on (B)(6) 2020, orthofix srl received the following additional information: - patient is ok so far. Manufacturer ref: 2020064 distributor ref: 62.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 99-t93790 lot b1246772 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of 35 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the returned screw, received on may 12, 2020, was examined by orthofix srl quality engineering department. The returned screw, received in disassembled conditions, was subjected to visual check as per orthofix specification. The visual check evidenced presence of damaging signs on the device surface. It was also evidenced that the teeth on the surface of the lag screw do not present contact signs that should be when the screw is locked to the nail, suggesting that the screw was not properly inserted in the nail. A functional check was not possible as the device is broken. Medical evaluation the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. - (B)(6) 2020: "this event involves a female patient of 76 years who had a trochanteric fracture fixed with a chimaera nail. The postoperative x-ray shows that the sliding lag screw has not engaged with the nail. Except for this the fracture and the lag screw seem to be in excellent positions. However, the unlocked screw sleeve has become extruded from the nail and separated from the screw. The reduction has collapsed into varus and we are told that a new lag screw was inserted and all is well. It is very likely that the reason for this event is that the lag screw was not locked to the nail during the initial insertion. The patient is now well but had an additional operation. I agree that this must be considered a serious injury". - (B)(6) 2020 with the results of the technical evaluation: "the technical report demonstrates clearly that the lag screw was not locked to the nail during insertion. The report confirms that the lag screw was not locked to the nail and we must assume that this is the reason why the lag screw and sleeve separated. This was what we thought originally. This adverse event is most unusual and I cannot find a similar event". Conclusion the results of the technical evaluation concluded that the returned lag screw was originally conforming to orthofix specification. Based on the information provided, it is most likely that the lag screw broke due to the particular conditions of use. Orthofix can suppose that the lag screw was not inserted in the proper way and therefore was not engaged with the nail. This may have lead to the final separation of the screw components. The medical evaluation evidenced as follows: - (B)(6) 2020: "this event involves a female patient of 76 years who had a trochanteric fracture fixed with a chimaera nail. The postoperative x-ray shows that the sliding lag screw has not engaged with the nail. Except for this the fracture and the lag screw seem to be in excellent positions. However, the unlocked screw sleeve has become extruded from the nail and separated from the screw. The reduction has collapsed into varus and we are told that a new lag screw was inserted and all is well. It is very likely that the reason for this event is that the lag screw was not locked to the nail during the initial insertion. The patient is now well but had an additional operation. I agree that this must be considered a serious injury". - may 14, 2020 with the results of the technical evaluation: "the technical report demonstrates clearly that the lag screw was not locked to the nail during insertion. The report confirms that the lag screw was not locked to the nail and we must assume that this is the reason why the lag screw and sleeve separated. This was what we thought originally. This adverse event is most unusual and I cannot find a similar event". Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the screw failed because of the particular conditions of use. Orthofix historical records show that no other notifications have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by local distributor indicates: product code: 99-t93790 (chimaera hfs lag screw sliding l90mm sterile). Batch number: not provided. Quantity: 1. Hospital name: (B)(6). Surgeon's name: dr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: left femur. Surgery description: fracture treatment. Patient's information: (B)(6) years, female with depressive syndrome, vitamin d deficit, smoke 5 cigarettes a day since 10 years. Problem observed during: other, see event description. Type of problem: device functional problem. Event description: patient was implanted with a chimaera nail by (B)(6) 2019. She came back to hospital by (B)(6) 2020 with important pains at right hip. It revealed that sliding cervical screw got broken as displayed on attached xrays. Screw was replaced on same nail. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required (performed on (B)(6) 2020). Copies of the operative reports are available. Copies of the x-ray images are available. Product is available for return. No information was provided about patient current health conditions. Manufacturer ref: (B)(4). Distributor ref: (B)(4).